Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical attention due to hypoglycemia on 24oct2024. Additional information regarding the medical event was solicited, but unavailable. If new information is provided, a supplemental report will be submitted.